Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components. And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-01402/-01403/-01404).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, lack of mobility and elevated metal ions. Lawsuit further alleges the presence of metallosis and a loose acetabular cup during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records noted patient underwent a left hip revision on (B)(6) 2013 due to pain, a vertical acetabular cup and elevated metal ion levels. Operative report further noted the presence of metallosis, synovitic tissue, and an easily removed cup. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and biomet head.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, lack of mobility and elevated metal ions. Lawsuit further alleges the presence of metallosis and a loose acetabular cup during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.